Event description:
It was reported that patient presented for follow-up in clinic. It was noted that atrial lead exhibited p wave amplitude variation and failure to capture. It was also noted via x-ray that lead had dislodged. The lead was repositioned successfully on (B)(6) 2024. Patient condition was stable.